Manufacturer narrative:
Device received with critical pump error (open book image) due to severe corrosion electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify blank display anomalies or e/a alarms due to critical pump error. Corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer¿s blood glucose was 227 mg/dl. Customer stated that insulin pump gave her an error and she removed the battery to stop it from alarming and upon inserting anew battery but the insulin pump was not showing anything. Customer mentioned that insulin pump was exposed to moisture due to swimming and display did not return after restart. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.